Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2014) is considered to be a best estimate. This emdr represents the bard perfix plug (device #2). An additional supplemental emdr was submitted to represent the bard perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2015 - patient was diagnosed with bilateral inguinal hernias thereby underwent open repair with the implant of two perfix plugs (device 1 and 2). Per op notes, "two perfix plugs (device 1 - right and 2 - left) were placed on both the right and left inguinal regions." (B)(6) 2020 - patient had bilateral groin pain thereby underwent repair with the removal of two perfix plugs (device 1 and 2). Per op notes, "incision to the right groin, there was significant scarring secondary to inflammation from the mesh. The ilioinguinal nerve was identified and adhered to the mesh. Then performed a ilioinguinal and iliohypogastric neurectomy at the muscle. The mesh plug (device 1) was removed, then a right sided synthetic mesh was placed. Attention to the left groin, mesh was identified. Significant scarring was encountered. Then a mesh plug (device 2) was removed, a left sided synthetic mesh was placed."